Manufacturer narrative:
Sherman, e., et. Al. (2008). "Quality of life and seizure outcome after vagus nerve stimulation in children with intractable epilepsy." Journal of child neurology, 20, 10.

Event description:
Reporter indicated, in article titled "quality of life and seizure outcome after vagus nerve stimulation in children with intractable epilepsy," a vns pt "stimulator was subsequently removed shortly implantation because of parental concerns regarding irritability." Good faith attempts to obtain additional info have been unsuccessful to date.